Manufacturer narrative:
THE DEVICE HAS NOT BEEN RETURNED/RECEIVED TO DATE. IF THE DEVICE IS RECEIVED, A SUPPLEMENTAL REPORT WILL BE SUBMITTED WITH THE INVESTIGATION RESULTS. WE ARE UNABLE TO DETERMINE IF ANY PRODUCT CONDITION COULD HAVE CONTRIBUTED TO THE REPORTED EVENT. NO LOT RELEASE RECORDS WERE REVIEWED, AS THE PRODUCT LOT NUMBER WAS NOT PROVIDED. LOCKED DOWN SMARTPHONE: DATA NOT AVAILABLE. OMNIPOD SOFTWARE APP VERSION: 3.1.1. OPERATING SYSTEM: N5004L-AM-Q-MV01602-06-01.06. HARDWARE: N5004L. CGM SENSOR TYPE: DATA NOT AVAILABLE. PLEASE NOTE, THE DEVICE IDENTIFIERS ARE CAPTURED AS REPORTED BY THE COMPLAINANT AND MAY NOT ALIGN WITH THE DEVICE CONFIGURATION REPORTED IN THIS SECTION AS THIS DATA IS PULLED FROM OUR CLOUD BASED ON THE REPORTED DATE OF EVENT.

Event description:
IT WAS REPORTED THAT THE PATIENT HAD PASSED AWAY ON (B)(6) 2025, WHILE USING OMNIPOD. THE FAMILY REPORTED THEY THOUGHT USE OF THE PRODUCT MAY HAVE BEEN CONTRIBUTORY IN THE PATIENT PASSING AWAY BUT DID NOT PROVIDE ANY FURTHER INFORMATION. THE PATIENT REPORTEDLY HAD "MANY HEALTH ISSUES" THAT MAY HAVE CONTRIBUTED TO THE PASSING, BUT THIS WAS NOT FURTHER CLARIFIED. THE PATIENT'S FAMILY HAD REQUESTED THEY NOT BE CONTACTED FURTHER; THEREFORE, INFORMATION IS LIMITED. NO FURTHER INFORMATION WAS PROVIDED.

Manufacturer narrative:
After internal review, B2 date of death was corrected.The physical device was not returned for investigation. Review of the Insulet cloud system found data to be available for the user up to (b)(6)2025. Cloud data from the user for the period of (b)(6)2025 was downloaded and reviewed. Review of the patient history buffer (PHB) data found that the system was used primarily in Automated Mode during this period and the automated algorithm was able to appropriately adjust the micro bolus amounts based on the estimated glucose values and user inputs. The cloud data showed that Automated Delivery Restriction alerts were generated at 23:07 on (b)(6)2025, 03:42 on (b)(6)2025, 04:18 on (b)(6)2025, and 13:42 on (b)(6)2025 due to the automated algorithm delivering the maximum micro bolus amount based on the user's adaptive basal rate for stretches of time in response to increasing and high estimated glucose values. Generation of the alerts resulted in the system transitioning to Automated Mode: Limited and delivering Safe Basal, which is the lower of the user's manual basal program and adaptive basal rate, until the alerts were acknowledged and the system transitioned to Manual Mode. While in Manual Mode, the system correctly delivered the user's manual basal program of 0.4 U per hour for 24 hours regardless of the estimated glucose values received. The cloud data showed that the last pod used was activated at 05:34 on (b)(6)2025. The user's estimated glucose values increased to Urgent High (greater than 400 mg/dL) at 17:42 on (b)(6)2025. Multiple transitions between Automated Mode and Manual Mode were seen after the last Automated Delivery Restriction alert was acknowledged, with the last system mode transition occurring around 02:17 on (b)(6)2025 and being a transition from Automated Mode to Manual Mode. The system remained in Manual Mode through the last PHB datapoint, which was generated at 12:17 on (b)(6)2025. The last valid estimated glucose value received by the pod from the sensor was Urgent High received at 10:57 on (b)(6)2025. After this point and through the last PHB datapoint, temporary sensor errors occurred. as indicated by estimated glucose values of 9 and 6 being processed. The cloud data showed multiple bolus records during this period, with the last bolus delivered being a bolus of 1.55 U based on a manual blood glucose entry of 250 mg/dL delivered at 02:24 on (b)(6)2025. Comparison of the bolus records to the PHB data found that the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively and completely delivered by the pods. No evidence of issues that would prevent the delivery of insulin was observed in the available cloud data. The exact cause of the reported event could not be conclusively determined.